Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the tip cover involved with the alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for the product return as the customer reported that the tip cover was disposed. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field h4. Device manufacturing date information for the blank fields in section d4 is not available. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a tear appeared on the distal end of the monopolar curved scissors (mcs) tip cover accessory early in the procedure. The mcs tip cover accessory was replaced, and surgery was continued. The customer did not keep the packaging. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no injury to the patient. The instrument and mcs tip cover accessory were inspected prior to use. Nothing was out of the ordinary. The mcs tip cover accessory was intact before use. A piece of the mcs tip cover accessory did not fall into the patient¿s anatomy. No arcing was observed. The mcs was first used about 1 hour into the procedure, then again towards the end, around 2.5 hours. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The customer did not think the mcs instrument collided with any other instruments during the surgical procedure but was not sure. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. No part of the orange surface was visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. Electrolube or any other lubricant was not applied to the mcs instrument prior to the mcs tip cover accessory installation. There were no difficulties in removing the instrument and mcs tip cover accessory. The mcs tip cover accessory was not available for return as it was already disposed of. No images/videos are available for isi review.